Event description:
Customer reported hospitalization due to low blood glucose. The customer had low blood glucose at work. The paramedics were called and customer was transported to hospital. The blood glucose reading was in 30 range. Customer had been running low all day. The current blood glucose reading is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.